Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 18 lp low profile pta balloon dilatation catheter was returned for investigation. No damage was noted to the catheter or hub; however, the distal end of the balloon is missing. The proximal marker band is present. The distal marker band is not present. The separated balloon edge is jagged and at a 65 degree angle. Both the measurements for the catheter length and balloon length were out of tolerance. A document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Without additional information, we are unable to determine if the failure of the device was attributed to device handling, user technique, and/or patient anatomy. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. If additional information is provided, this investigation will be reopened and a supplemental report will be provided. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). PMA/510(k)# - k130293. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported, during an aortic iliac intervention involving a (B)(6) year old male patient, the advance 18 lp low profile pta balloon dilatation catheter was removed and a piece snapped off. No pieces of the device remained inside the patient. No injuries or additional medical intervention were reported.